Event description:
The pt underwent an endoscopy and standard delivery of rf energy to the gastroesophageal junction without adverse incident. The pt reported epigastric discomfort and was evaulated by the treating physician. Diagnosed with an ileus by radiographic and physical exam evidence, and admitted to the hosp for observation. There was no sign of perforation on radiographic eval upon admission. The pt was discharged after demonstrating improved symptoms. The pt returned with epigastric pain and was evaluated by the emergency dept personnel. A radiograph did not show any evidence of perforation at that time. After receiving analgesic medication for pain, the pt had a nasogastric (ng) tube placed for discomfort. Shortly after pasage of the tube. The pt reported significant increase in pain levels and shortly thereafter developed respiratory distress. The pt was intubated and a chest radiograph demonstrated a large pleural effusion. A contrast study showed esophageal perforation. The pt was taken to the operating room the next day to repair and drain the perforation. The pt history and the info related to the procedures performed during the admissions to the hosp were requested in writing a letter addressed to the treating physician, and a letter and fax addressed to the risk manager. The MFR contacted the hosp by phone requesting info and will continue to request info regarding the incident.